Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had dead pixels. The issue was found upon receipt of the device. There were no reports of patient involvement.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information to section h11. The most probable cause for the malfunction of the dead pixels was due to a damaged charged coupled device.